Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed; the outer tubing overlay was breached cut. Blood/body fluid present in/on the outer tubing overlay and blood in/on the helix mechanism. Apparent explant damage.

Event description:
It was reported that the lead dislodged, and there was blood noted in the insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku.

Event description:
It was reported that the lead dislodged, and there was blood noted in the insulation. It was further reported that the lead exhibited a loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed; the outer tubing overlay was breached cut. Blood/body fluid present in/on the outer tubing overlay and blood in/on the helix mechanism and helix/lobe mechanism (sleeve head).. Helix/lobe distorted/bent. Apparent explant damage.

Event description:
It was reported that the lead dislodged, and there was blood noted in the insulation. It was further reported that the lead exhibited a loss of capture. It was further reported that the patient felt dizzy, and received two inappropriate shocks. The patient was taken to the hospital via ambulance, and was found to be in atrial fibrillation, which was suspected to be the cause of the inappropriate shocks, as the ventricular lead had dislodged and was found in the inferior vena cava. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.